Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable as it would not communicate with external devices. Reportedly, the ipg had been inoperable for over a year. Subsequently, the patient's ipg was explanted and replaced. Effective stimulation therapy was reportedly restored postoperative.